Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected. D6b. Explantation day, month and year added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10(concomitant med products). The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 59 year old male who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was known to have been supported by extracorporeal membrane oxygenation (ECMO) and a vent for respiratory needs. The patient had an out of hospital arrest and CPR, but other underlying medical history was not shared. On the day of implant there was blood tinged urine. The team lowered the pump p level to troubleshoot. It is unknown if the patient had pump repositioning or blood products infused. The pump remains on for support to date without any further intervention.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received indicating the following: the patient has no hemolysis related to the pump, and the suspected cause was a traumatic foley insertion. The pump has likely already been removed or is in the process of being removed. Note: h6 coding remains unchanged from the initial report, as it continues to accurately reflect the reported event despite this additional clarification.